Event description:
Pt reported that infusion site became infected. Pt stated that the site had pus and blood, and there was a golf-ball-size knot. Pt's blood glucose was effected (elevated to 349 mg/dl) pt was prescribed antibiotics to treat the infection.